Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was observed as the programmer s2d data shows "rate histograms have invalid data".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A diagnostics problem was observed as the programmer s2d data shows "rate histograms have invalid data".

Event description:
It was reported that the defibrillator device showed the atrioventricular (av) conduction table as all "???" And invalid data for the histograms. It was thought that it might be a parity error in the diagnostics data. The device is still in use. No patient complications have been reported as result of this event.